Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display when customer was in the waterpark. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen after removing the battery. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated that there was hairline crack on insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.